Event description:
The customer reported to olympus, an adhesive called histoacryl leaked and remained solidified in the forceps channel tip of the gastrointestinal videoscope during a surgical procedure. The procedure was completed without any issues. Later, the device was washed and disinfected; however, the channel was used on the next patient with the adhesive remaining in the channel. The procedure was completed with the same device. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the event of the device being used on the second patient with the adhesive remaining in the channel.

Manufacturer narrative:
The device was not returned. The investigation is ongoing and follow up with the facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, reprocessing might have had been insufficient in cleaning, however we could not specify the cause. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.